Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level 12 mg/dl at time of incident, treated with glucose tablets. Customer total daily doses was 4 unit at 112 mg/dl, 7.8 unit and 2.8 unit at 266 mg/dl, 156 mg/dl bolus 2 unit and customer did not deliver bolus 72 mg/dl, treated with glucose 3.5 units. Customer was assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reports programming was accurate. The devices will not be returned for analysis.